Event description:
When the surgeon went to use the olympus thunderbeat for tissue ligation, the device did not seal the tissue and caused bleeding. The surgeon said the handpiece would not seal the tissue. When biomedical engineering investigated the handpiece and transducer, they found the handpiece had two distinct issues: the purple button activates both bipolar and ultrasound energy. When the surgeon depressed it, the generator appeared to activate but led to the tissue not being sealed. The blue button activates bipolar energy only. This did not work at all during the surgical case. When the surgeon depressed the button, it did nothing. Normally it would activate the generator (or lead to an error message on the generator in the case of poor tissue contact). This is the failure I was able to replicate with both the transducer cable used during the case and with our test transducer cable. In this respect, I disagree with the vendor¿because the device would not even activate with the transducer cable from the case and with our test transducer cable (which has much less than 100 uses) it suggests to me that the handpiece was bad. Manufacturer response for olympus thunderbeat 5 mm, 45 cm, front actuated grip type s, olympus thunderbeat (per site reporter). Had phone call from market quality analyst 4 months ago.